Event description:
It was reported to philips that the system did not bootup completely. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system does not bootup completely. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed the water leak in equipment room above the m cabinet. Fse shut down the ups and hospital mains to system and locked out hospital mains. Later, the repair was done for the water leak. Fse found issue with software and reloaded the software and azurion applications. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.